Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer experienced low blood glucose. The caller stated the customer's blood glucose declined to 39 mg/dl. The caller also reported the customer experienced blurred vision from their low blood glucose. It was also found the insulin pump required frequent battery changes. The caller declined to return the insulin pump for analysis.